Event description:
It was reported that the customer visited the emergency room on (B)(6) 2014 because of her high blood glucose level of 429 mg/dl. The customer changed her infusion set but her blood glucose level did not go down. Her most recent blood glucose level was 407 mg/dl. The customer's previous infusion set was found out of her body. She treated her high blood glucose level with a manual injection bolus of 3 units. The insulin pump was worn at the time of emergency room visit. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).